Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed a 6fr angio-seal vip and the footplate detached. The patient developed a cold leg and was sent for surgery.